Event description:
It was reported to philips that there was a problem with the longitudinal movement of the l-arm. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that c arm movements were unavailable. Upon troubleshooting, fse found that the l-arm wheel was parked at the junction of the extension rail, causing the c-arm to get stuck. To resolve the issue, fse manually moved the wheel, performed current adjustment, and advised the user not to park the l-arm at the junction of the extension rail. After repair, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction with the l-arm; the customer parked it at the intersection of the extension rail, leading to this occurrence. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.